Event description:
Received report that a mesh was trimmed to 25cm x 25cm for a 13cm x 13cm defect. Double crown technique using protack. Mesh around the inner crown appeared to have torn around the tacks. The mesh was removed.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.